Event description:
Deep brain stimulator implanted for control of parkinson's disease. Patient developed infection at implant site; required additional hospitalization, explant of device, and antibiotic therapy. This is the 3rd instance of infection with the same product and manufacturer.